Event description:
During preparation for cardiopulmonary bypass, the pump console displayed an alarm indicating improper communication between the pump console and its subsystems. There was no reported adverse consequence to the patient as a result of this event.